Event description:
Laparoscopic procedure was performed using laparoscopic scissors to dissect and cauterize tissue. While the instrument was being activated the cord portion close to the handle ignited and burned through the cord. The device was immediately deactivated and removed. Upon inspection no burn noted on drape. The patient was checked and no injuries were noted.